Manufacturer narrative:
The insulin passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Several alarms in the history file. The insulin pump alarmed due to a corrupted history file. No alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of displayable history crc check failed at start-up, unexpected restart alarm, external ram crc error and software error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they received a lot of error messages on the pump. The customer troubleshooted and followed error table. The customer will be sent a replacement pump.